Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received a broken force sensor error. The customer's blood glucose level was 148 mg/dl. The customer was assisted in troubleshooting. The insulin pump was exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error alarm. The motor was tested outside of the device and passed.